Event description:
Pt complained of pain. It was found that the liner was worn out and the cup had a hole in it. It seemed that the locking mechanism failed. The cup was replaced and the liner was replaced. The hosp discarded the devices.